Event description:
It was reported that during initial implant, the first positioning of the lead did not have good thresholds. In attempting to retract the helix, the helix would not fully retract and required more rotations and maneuvering. Once removed, the helix was tested outside of the body and it was noted that the helix would not retract completely and some of the screw could be seen. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Event description:
(B)(4)

Event description:
It was reported that during initial implant, the first positioning of the lead did not have good thresholds. In attempting to retract the helix, the helix would not fully retract and required more rotations and maneuvering. Once removed, the helix was tested outside of the body and it was noted that the helix would not retract completely and some of the screw could be seen. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.